Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. No exposed wires was revealed during investigation. While rotating the returned right-angle extender the i3 unit did appear to power off on its own due to internal shortage with returned right angle cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed.

Event description:
The patient reported fayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.